Manufacturer narrative:
(B)(4).

Event description:
A patient reported developing swelling immediately after being injected with juvederm (concentration/volume unknown) under the eyes. The patient reported traveling soon after treatment, and developing a sinus infection (the patient did not feel this was due to the product). Continued swelling around the eyes, and fatigue noted. The patient's general practitioner prescribed erythromycin for the swelling, which did not resolve. Another physician diagnosed the patient with "tmj" (jaw is out of alignment) and allergic reaction; steroids were prescribed. The patient's swelling persists. The patient thinks there may have been too much product injected. The patient has an allergy to sulfa drugs, is not taking other medications, and has been treated in the past with sculptra under the eyes, and restylane and collagen in the nlf with no similar reactions. Allergan is unable to follow up for confirmation of a medical professional assessment. Allergan's approach to compliance is to resolve all doubt in favor of reporting.